Event description:
A report was received stating the pump alarmed for a check clutch problem.

Manufacturer narrative:
The suspect device was received for evaluation. Evaluation of and testing of the pump confirmed a check clutch/plunger alarm. Inspection of the internal components found the position potentiometer had a broken tab. The position potentiometer and clutch halves were replaced due to a slipping clutch. Following repair the device passed all function and delivery testing.